Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. We were unable to verify for prime alarm and perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to prime/fill anomaly. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed force sensor. The customer was priming the pump when they noticed the alarm. The customer's blood glucose was unknown. The customer was advise the pump will be replaced and revert to back up plan.